Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma, cellulitis and necrosis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, cellulitis and nipple necrosis.

Event description:
Healthcare professional reported "seroma/cellulitis¿ and "nipple necrosis". This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported "seroma/cellulitis¿ and "nipple necrosis". This record is for the left side. Device has been explanted.